Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant of dual chamber implantable cardioverter defibrillator, after leads had been implanted, tested, and screwed into header, the ventricular lead measurements had greatly changed. Physician repositioned the ventricular lead and tested again, the lead was then plugged back into the device, but the set screw would not tighten. Physician attempted to use a different hex wrench as well as allen wrenches, both were unsuccessful at tightening set screw. Device was never inserted into the patients body. Physician decided to use a new device that was then implanted successfully. Patient condition was stable.